Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 02/10/2019. Added information in sections: patient age and gender. Date of event is (B)(6) 2018. [Additional information]: the healthcare professional reported that during the procedure targeting a basilar tip fibrin thrombus, the 150 cm x 5 cm prowler select plus microcatheter (606s255x / 17621324) was place at the thrombus. The 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown) was inserted into the microcatheter; it was already challenging to advance the embotrap device through the microcatheter toward the thrombus, and then the embotrap device likely became stuck in the microcatheter. As a result, the microcatheter could not be pulled back in order to deploy the embotrap on the thrombus. The microcatheter has stretched and was no longer able to be moved. To prevent the microcatheter from being torn, the microcatheter was removed together with the embotrap device. It was reported that the device was prepped as per the instruction for use (IFU) and that adequate flush was maintained through the device. There was no report of any patient consequence or adverse event; the event did not result in any clinical procedural delay. The reported tici score was 2b. The physician felt that the vessel was successfully recanalized with no evidence of distal thrombus. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2019-00113. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event: the event occurred in (B)(6) 2019, however, the date of the event was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (17621324) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00820 and 3011370111-2019-00113. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 150 cm x 5 cm prowler select plus microcatheter (606s255x / 17621324) was place at the thrombus. The 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown) was inserted into the microcatheter; it was already challenging to advance the embotrap device through the microcatheter toward the thrombus, and then the embotrap device likely became stuck in the microcatheter. As a result, the microcatheter could not be pulled back in order to deploy the embotrap on the thrombus. The microcatheter has stretched and was no longer able to be moved. To prevent the microcatheter from being torn, the microcatheter was removed together with the embotrap device. It was reported that the device was prepped as per the instruction for use (IFU) and that adequate flush was maintained through the device. There was no report of any patient consequence or adverse event.

Manufacturer narrative:
(B)(4).. The purpose of this MDR is to correct the manufacture information in sections d and g. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 2/12/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure targeting a basilar tip fibrin thrombus, the 150 cm x 5 cm prowler select plus microcatheter (catalog #: 606s255x /lot #: 17621324) was place at the thrombus. The 5 x 33 embotrap ii revascularization device (catalog #: et007533 / lot# unknown) was inserted into the microcatheter; it was already challenging to advance the embotrap device through the microcatheter toward the thrombus, and then the embotrap device likely became stuck in the microcatheter. As a result, the microcatheter could not be pulled back in order to deploy the embotrap on the thrombus. The microcatheter has stretched and was no longer able to be moved. To prevent the microcatheter from being torn, the microcatheter was removed together with the embotrap device. It was reported that the device was prepped as per the instruction for use (IFU) and that adequate flush was maintained through the device. There was no report of any patient consequence or adverse event; the event did not result in any clinical procedural delay. The reported tici score was 2b. The physician felt that the vessel was successfully recanalized with no evidence of distal thrombus. The prowler select plus microcatheter was returned for evaluation and analysis. The investigational finding is documented below. The prowler select plus microcatheter was returned coiled and contained in a pouch. The returned device underwent microscopic visual inspection and was observed to be compressed at 3.5 cm from the distal end. There were no other anomalies or damages noted on the returned device. There was no observed stretch in the microcatheter. Dimensional measurements were taken of the prowler select plus microcatheter and the measurements were confirmed to be within specifications. The measurements are captured below: the hub inner diameter (ID) = .0215 inch; specification: .021 inch minimum. Distal ID = .0215 inch; specification: .021 inch minimum. During the functional test, a .018-inch lab sample guidewire was introduced into the microcatheter from the hub section and advanced through the microcatheter. The guidewire encountered resistance friction when it passed through the compressed section that was noted during the microscopic visual inspection. A review of manufacturing documentation associated with this lot (17621324) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the microcatheter was stretched was not confirmed. The returned microcatheter was noted to have an area of compression at 3.5 cm from the distal end; no other damage was noted on the microcatheter. The issue documented in the complaint that the prowler select plus microcatheter was obstructed when the embotrap device was being advanced through it was also not confirmed during the functional test. The lab sample guidewire was advanced through the microcatheter and although the guidewire did experience resistance friction when it was passing through the compressed area, it was able to pass through the microcatheter. It is possible that the issue encountered by the embotrap device during advancement was likely due to the compressed area in the microcatheter, though this cannot be conclusively determined as the embotrap device was not available to be returned for testing and analysis. The cause of the compressed area in the microcatheter cannot be conclusively determined since the device was confirmed to have been manufactured in accordance with specifications. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction, vessel characteristics, and location of the targeted thrombus may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00820 and 3011370111-2019-00113. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.